Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient due to oversensing of atrial fibrillation (af) with atypical morphology. Undersensing at times was also noted in the episode. The s-ICD was reprogrammed and surgical intervention was later performed to explant the s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this system was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient due to oversensing of atrial fibrillation (af) with atypical morphology. Undersensing at times was also noted in the episode. The s-ICD was reprogrammed and surgical intervention was later performed to explant the s-ICD. No additional adverse patient effects were reported.